Event description:
It was reported that the patient received inappropriate therapies since 2008. The insulation began to deteriorate since 2008. Lead sensed noises. The physician decided to replace only the sensing/pacing part of the rv lead.

Manufacturer narrative:
Na